Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was admitted to the hospital after the pocket site incision reopened. Additional diagnostics discovered minor fluid discharge from the wound. As a result, the patient underwent surgical intervention wherein the entire system was explanted and the wound was irrigated. The patient was later discharged and prescribed antibiotics. Reportedly, the issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.